Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect biopsy guide. Medtronic investigation of returned suspect device finds that, as reported, the lower set screw is locked up and the knob of the guide retention screw is broken off. Malfunction - locked up - mechanical failure. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that a site's biopsy guide was faulty. Precision aiming guide's long wind nut was unable to lock and tube screw nut was broken off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: updating device manufacturing date to proper value. Additionally, the original reported issue occurred in (B)(6).